Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this left ventricular lead was explanted and replaced as it dislodged 4 months after initial implant. This lead showed loss of capture and the dislodgement was confirmed with x-rays. There was no lead damage involved. This lead is expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular lead was explanted and replaced as it dislodged 4 months after initial implant. This lead showed loss of capture and the dislodgement was confirmed with x-rays. There was no lead damage involved. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. The product was eventually returned and analyzed, the analysis results are included below. The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed). Setscrew marks were in the correct location on the terminal pin. The lead passed all electrical testing and pressure testing, indicating intact conductors, no electrical shorts, and intact insulation. Visual inspection revealed no abnormalities. Laboratory analysis was unable to confirm the reported allegation of failure to capture and dislodgement. Based on normal lead resistance measurements, a passing hipot test, inspection that showed no conductor issues, lack of evidence from the field and product analysis that was insufficient to verify dislodgement. No evidence of device defect, malfunction, or abnormal damage was found.